Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, mild oozing was seen after the first attempt advancing the trimmer was done to the rail suture. So, the trimmer and rail suture were readvanced and moved through the trimmer and rail-suture to the one-hand position and tension was applied to the rail suture. The suture broke and the knot was loosened. Manual compression was used to achieve hemostasis and the patient was stable throughout the procedure. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs capturing the needles and the rail suture end was cut, indicating successful needle deployment and suture retrieval. The suture knot was broken while being advanced to the arterial surface to close the vessel as reported. The suture is appropriately inspected for proper assembly and loading into the device during manufacturing. Applying excessive pressure to the suture while advancing or tightening the knot could have caused the knot to break. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the broken suture knot is related to the operational context during use. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.